Manufacturer narrative:
D10: (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6), 300-30-10 - equinoxe preserve stem 10mm, (B)(6), 310-01-53 - equinoxe, humeral head short, 53mm (beta), (B)(6), 321-20-00 - equinoxe reverse shoulder drill kit. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that the patient underwent an initial left tsa. Subsequently, the patient reported experiencing pain. As a result, the patient underwent the first stage of a two-stage left shoulder revision approximately 6 years and 6 months after initial implantation. During the procedure the glenoid component was noted to be loose and worn significantly. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The revision reported may be the result of the glenoid loosening and prosthesis wear as reported. The cause of the wear and loosening cannot be determined because the revised components were not returned for evaluation, and no radiographs or relevant clinical information was provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.